Event description:
The sheath was being utilized through an existing graft for a diagnostic procedure. Upon removal, resistance was encountered. Following removal the radiopaque band was noted to be missing. The band was retrieved from the patient.